Event description:
It was reported that this fiber was identified to be delaminated when the front fire was tried. Another fiber was tried and worked fine. There is no information regarding the patient involvement. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this fiber was identified to be delaminated when the front fire was tried. Another fiber was tried and worked fine. There is no information regarding the patient involvement. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis identified the glass cap exhibited a distal circumferential fracture. The metal cap exhibited mild charred debris adhesion on its surface which suggests tissue contact during procedure. The fiber was functionally tested with a hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Based on analysis results, a distal circumferential fracture was identified; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion found on the metal cap during analysis contributed to elevated temperatures near the laser beam output window. Continuous elevated temperatures can lead to fiber tip damage, including distal circumferential fractures. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage.